Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and poor performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. A CT scan revealed that the electrode array had folded over onto itself. Revision surgery is scheduled.